Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer did not report any symptoms. The customer treated low blood glucose with glucose intake. Customer¿s blood glucose level was 108 mgdl at the time of the call. The customer decline troubleshooting for low blood glucose levels. The product was not returned for analysis.